Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks which triggered a ventricular arrhythmia. The arrhythmia was successfully converted by the device. Technical services (ts) analyzed the device episode data and determined that the shock was inappropriate due to oversensing as it was triple counting the intrinsic heart rate. Seven shocks were delivered across two successive episodes. The r-wave amplitude was found to be low. After troubleshooting was performed in clinic, the sensing vector was changed from primary to secondary. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks which triggered a ventricular arrhythmia. The arrhythmia was successfully converted by the device. Technical services (ts) analyzed the device episode data and determined that the shock was inappropriate due to oversensing as it was triple counting the intrinsic heart rate. Seven shocks were delivered across two successive episodes. The r-wave amplitude was found to be low. After troubleshooting was performed in clinic, the sensing vector was changed from primary to secondary. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD was difficult to locate during explant because of its intramuscular location. A new s-ICD was successfully placed at this time. No additional adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks which triggered a ventricular arrhythmia. The arrhythmia was successfully converted by the device. Technical services (ts) analyzed the device episode data and determined that the shock was inappropriate due to oversensing as it was triple counting the intrinsic heart rate. Seven shocks were delivered across two successive episodes. The r-wave amplitude was found to be low. After troubleshooting was performed in clinic, the sensing vector was changed from primary to secondary. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks which triggered a ventricular arrhythmia. The arrhythmia was successfully converted by the device. Technical services (ts) analyzed the device episode data and determined that the shock was inappropriate due to oversensing as it was triple counting the intrinsic heart rate. Seven shocks were delivered across two successive episodes. The r-wave amplitude was found to be low. After troubleshooting was performed in clinic, the sensing vector was changed from primary to secondary. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.